Manufacturer narrative:
B5 : the reporter indicated at post-op visit on (B)(6) 2020, it showed the patient felt vision seemed better. At last visit on (B)(6) 2020, there were no complaints. Claim # (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -14.50/+2.5/079 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2020. The patient reported glare/halos and blurred vision. The lens remains implanted. This lens was the replacement lens for MFR. Report # 2023826-2020-02066. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Corrected data: b3 - changed to product problem. B4 - "other serious or important medical events" should be removed as this claim should be corrected to non serious. Claim#: (B)(4).